Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the end of the permanent cautery hook (pch) instrument snapped. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis. Clevis does not show abrasion or scratches on the outer surface. Components adjacent to the broken clevis do not show damage.